Event description:
It was reported that during an inferior vena cava (ivc) filter placement procedure, the guide wire fractured and unraveled. The target lesion was located in the inferior vena cava (ivc). While advancing the ivc filter over the amplatz guidewire, the mandrill inside the guidewire apparently broke and the outer part of the wire unraveled. With a lot of effort, the physician was able to remove the entire damaged wire from the patient. The procedure was completed with a different device and was able to deploy the ivc filter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upn originally reported as m001465250 - hi-perf (B)(4) - 46-525 has been changed to m001465230 - amplatz s/s (B)(4) - 46-523. Catalog/model # originally reported as 46-525 has been changed to 46-523. Device evaluated by manufacturer: a visual examination identified the distal tip severely damaged (coilwire unraveled and the corewire fractured from the ballweld). All of the outer diameter (od) measurements taken were within specifications. The od of the distal section or the over all length of the wire could not be measured due to its' returned condition. The device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. Which revealed the corewire and ballweld fracture occurred due to torsion with a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during an inferior vena cava (ivc) filter placement procedure, the guide wire fractured and unraveled. The target lesion was located in the inferior vena cava (ivc). While advancing the ivc filter over the amplatz guidewire, the mandrill inside the guidewire apparently broke and the outer part of the wire unraveled. With a lot of effort, the physician was able to remove the entire damaged wire from the patient. The procedure was completed with a different device and was able to deploy the ivc filter. No patient complications were reported and the patient status is fine.